Event description:
The radiofrequency programmer head returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head failed uplink tests and the label was missing the back coating. The head's cable and label were replaced and it passed all tests, no other anomalies were found. (B)(4).